Event description:
Reporter indicated that following a 7.1 software upgrade on the site's dell handheld computer, the screen began to freeze following interrogations. The problem would resolve by resetting the handheld. Product analysis is pending return of the software.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.